Event description:
Patient with extensive deep vein thrombosis undergoing placement of inferior vena cava filter. During the procedure, the filter got stuck in the sheath. The physician was able to subsequently place the filter in the correct place. No harm to the patient. Staff questioned if the crimps were too tight.